Event description:
Dr. Impacted the tower. Drilled and punched the tibia following the standard surgical protocol. Once the tower was removed from the tibia using the slotted hammer, dr. Noted, one of the tower spikes had broken off and remained in the tibia. A kocher clamp was used to remove the broken spiked from the tibia, adding approximately 1 minute to the case, without further incident. The patient was unaffected. And the case was completed without further incident.

Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol. And misuse does not seem to be apparent. There was no known damage, prior to the case. The broken instrument has been requested, to be returned for investigation.